Event description:
Customer reported that the insulin pump display went blank. The blood glucose reading was 112 mg/dl. He stated that the insulin pump was not bumped or dropped and that there were no signs of physical damage. He stated that the battery cap contacts were not missing or damaged and that the battery compartment was not damaged or corroded. Customer was advised to insert a new battery and he stated that the display did return. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.